Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was displaying inaccurate results compared to the same meter. The medical surveillance specialist (mss) was unable to contact the patient for additional information per the patient's request. The complaint was classified based on the customer care advocate (cca) documentation. A few months prior, the patient reported testing on her lfs device, and obtained blood glucose values of '500, 327, 173mg/dl.' Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=20% or <=20mg/dl taken within 20 minutes of each other. The patient reported taking no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. However the patient reported receiving 3 units of an unknown insulin in response to the readings on (B)(6) 2012 at 11-11:30 (unknown if am or pm). It is unclear if the patient usually takes insulin to manage her diabetes or if she was treated by a healthcare professional. The patient denied using another device to test her blood glucose. At the time of troubleshooting, the cca documented that the subject meter was in the correct unit of measurement and the patient was using an approved sample site to obtain the samples. The patient's testing process was correct and her test strips were in good condition. However a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following results: complaint not confirmed. Based on the information provided, this complaint is being reported because the patient claims she obtained a blood glucose reading suggestive of severe hyperglycemia and was treated with insulin. However due to the findings from product analysis, there is no indication that the subject meter was working improperly.